Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that fan of the led headlight was loose and rattling, making the headlight overheat and not produce quality light. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported issue. The returned 90520us headlight was in used condition with a damaged fan. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.